Event description:
It was reported that a power source alert was received. There was no reported adverse impact to customer's blood glucose. Although requested, no additional information was provided.